Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, extrusion, infection, urinary/bowel problems, recurrence, and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to recurrent stress incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to incomplete emptying, post op day #2 from a sling.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted; and on (B)(6) 2009, advantage was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007 and mesh was implanted; and on (B)(6) 2009, advantage was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch is being resubmitted due to stalled acknowledgements